Manufacturer narrative:
. A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the deviceis showing a front end failure in the logs. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device is showing a front end failure in the logs. There was no reported patient involvement/adverse patient impact.